Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/24/2020. D4: batch # r59306. Investigation summary the analysis results showed that one ecr60b cartridge reload was returned unfired with 13 double drivers missing, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from right proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r59306. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during the endoscopic surgery for esophageal cancer, when severing gastric tissue, tried to fire ecr60b, noted the cartridge pan was loose. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.